Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the reservoir volume discrepancy at the refill was within normal limits: expected reservoir volume (erv) - 17.1 ml, actual reservoir volume (arv) ¿ 18 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient who was receiving compounded baclofen of unknown drug concentrations at an unknown dose rate via an implantable pump. It was reported that at the time of a pump refill on (B)(6) 2025, the expected pump reservoir volume was 16.8 ml; however, 21 ml was removed. There were no associated signs or symptoms. No further diagnostics or interventions were performed. The outcome of the event was on going. The device diagnosis was pump reservoir volume discrepancy. The clinical diagnosis was indicated as not appliable. Regarding etiology, the relationship of the event to the device/therapy was related and unrelated to the implant procedure.